Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had unspecified flow rate error. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.